Event description:
When the oxygen concentration is adjusted to below 100%, the ventilator makes a loud noise and it alarms. The ventilator further failed the internal leakage, pressure transducer, flow transducer and safety valve tests. (B)(4).

Manufacturer narrative:
(B)(4).